Event description:
After replacing the driver in the model 3100a and attempting to calibrate the system, two biomedical technicians couldn't get the 3100a to stop after creating an artificial alarm condition. There was no patient involvement.